Event description:
Event description guidant received information that this ventricular lead was exhibiting rising impedance measurements which were now > 2500 ohms in unipolar and bipolar configuration. Sensing and pacing thresholds are good and isometrics did not produce any noise.